Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had an unknown stomach infection. On an unknown date, the hp was hospitalized for the unknown infection. The treatment was not reported. On an unknown date, the hp recovered from the stomach infection. Approximately three months later, the hp reportedly passed away, from an unrelated cause. Additional information was requested, however, no additional information was provided.

Manufacturer narrative:
(B)(4). Should additional relevant information becomes available, a follow up report will be submitted.